Event description:
Admitted with chf and a subendocardial m.I. Underwent cardiac cath on 12/31/97. Intra aortic balloon inserted under fluoro at conclusion of cath. A short time later noted blood in tubing. Iab removed, no adverse effect to pt.